Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 31 mg/dl at the time of the incident. The customer was at 121 mg/dl at the time of the call. The customer has been experiencing recurring lows and possible over delivery. The customer was at 253 mg/dl, then 121 mg/dl , and within 30 minutes they were at 31 mg/dl. The customer had an unexpected low after exercising, and as many as 8 lows in one day. Customer states no pump alarms were received. The customer was given glucose and carbs to treat. The customer experienced symptoms such as loss of consciousness, brain and memory issues. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer is also concerned that their pump is not waterproof, is having issues with sensor glucose versus blood glucose differences, and was trying to upgrade to the 670g pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having a low recently while driving and having to be pulled out of her car by paramedics.